Manufacturer narrative:
Radiograph review shows two-level interbody implants, l3-l4 and l4-l5, with posterior pedicle instrumentation at l3-l4. No interbody implant or posterior fixation hardware-related complications are visible. There appears to be bridging bone at l3-l4 and l4-l5 levels. The implants remain in-situ and no further investigation can be completed at this time. The root cause of this reported event has not been determined. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra . . . " devices remain in-situ.

Event description:
On (B)(6) 2016 a physically fit (B)(6) male patient underwent a tlif procedure. The patient's bone quality was good. Two coroent lo cages were placed at l3/4 and l4/5. On (B)(6) 2017 damage in the middle section of the vertebral body endplate and bone sclerosis anterior to l3 endplate was reported. No patient injury has been reported.